Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for CT lucia iol, and our experience we have determined that the following factors may have cause or contributed to the reported issue (but not limited to): lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting.

Event description:
It was reported that a scratch was noticed in the CT lucia 602 iol (intraocular lens) after implantation. Therefore, the iol was explanted, and a backup iol of the same power was successfully implanted. The customer reported that the explanted iol was not saved and therefore not available for return.